Manufacturer narrative:
Investigation is still in progress. Once the investigation is complete a supplemental report will be filed. UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that nurse states the stat was making an audible whirring and rhythmic noise. They inspected the arctic sun device, but it was not obvious where the noise was coming from. They were unable to send a clip, but over the phone could hear a noise. Suggested if they had another device to change out and send to biomed. Patient was at target at this time. Per follow up information received via email on 30oct2024, it was reported that they were able to fill the device and it failed calibration error 80 (water check time out - unable to reach calibration temperature). Expected value was 6 and actual value was 29.2. It was determined that the device had a failed mixing pump. They requested a quote for 2000-hour service and completed maintenance of the device onsite. They confirmed the level sensor and mixing pumps were faulty. Once parts replaced, device passed functionality test and was sent back to service.

Manufacturer narrative:
The reported issue was confirmed. The root cause of the reported issue was failed mixing pump. They were able to fill the device and it failed calibration error 80 (water check time out - unable to reach calibration temperature). Expected value was 6 and actual value was 29.2. It was determined that the device had a failed mixing pump. They requested a quote for 2000-hour service and completed maintenance of the device onsite. They confirmed the level sensor and mixing pumps were faulty. Once parts replaced, device passed functionality test and was sent back to service. A DHR review is not required as the reported event is not an out of box failure and therefore the reported event is not manufacturing related. The complaint or reported issue was confirmed through other elements of the investigation to not be labeling or packaging related. UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that nurse states the stat was making an audible whirring and rhythmic noise. They inspected the arctic sun device, but it was not obvious where the noise was coming from. They were unable to send a clip, but over the phone could hear a noise. Suggested if they had another device to change out and send to biomed. Patient was at target at this time. Per follow up information received via email on 30oct2024, it was reported that they were able to fill the device and it failed calibration error 80 (water check time out - unable to reach calibration temperature). Expected value was 6 and actual value was 29.2. It was determined that the device had a failed mixing pump. They requested a quote for 2000-hour service and completed maintenance of the device onsite. They confirmed the level sensor and mixing pumps were faulty. Once parts replaced, device passed functionality test and was sent back to service.